Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported being hospitalized for high blood glucose levels. Customer's mother reported that the blood glucose level was 540 mg/dl at the time of admission and was due to the infusion set coming off without the customer knowing. Blood glucose level at the time of the call was not provided. No further information was provided.